Event description:
It was reported that during implant of this pacemaker, the implanting physician inserted the right ventricular (rv) lead into the device header and tightened the set screw. The physician felt that the set screw wasn't advancing, so counterclockwise rotations were then applied to the set screw. After many counterclockwise rotations, the set screw came out of the device header. An attempt was made to reintroduce the set screw into the device header; however, the rubber seal became damaged. The company representative discussed trying to limit the amount of counterclockwise turns in the future. This device was attempted but not implant. The procedure was completed with another device, which, was successfully implanted without complication. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The returned pacemaker was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis of the returned product revealed a hole in the seal plug, along with evidence indicating the seal plug damage was likely induced by manual handling.

Event description:
It was reported that during implant of this pacemaker, the implanting physician inserted the right ventricular (rv) lead into the device header and tightened the set screw. The physician felt that the set screw wasn't advancing, so counterclockwise rotations were then applied to the set screw. After many counterclockwise rotations, the set screw came out of the device header. An attempt was made to reintroduce the set screw into the device header; however, the rubber seal became damaged. The company representative discussed trying to limit the amount of counterclockwise turns in the future. This device was attempted but not implant. The procedure was completed with another device, which, was successfully implanted without complication. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.